Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the coating wore off on the synchroseal instrument. The procedure was completed with no reported injury or delay. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that damage was noted on the blue part inside the jaws of the instrument. There was no insulation to the conductor wire. There is no picture available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchroseal has been returned and evaluated by the failure analysis (fa) team on (B)(6) 2023 and (B)(6) 2023. Failure analysis investigations confirmed the customer reported complaint. The cut electrode appeared with thermal damage. Any material missing is likely to be thermally induced rather than mechanically induced. Additional observations that were not related to the reported event were also identified. The jaw cover was found torn and split apart. No material appeared to be missing. The lock button of the housing was broken off. No material was missing as the broken piece was returned with the instrument. Both instrument pivot pin washers were no longer attached to the jaw cover at the wrist assembly. Material approximately 0.11" x 0.11" was missing and not returned by the customer. Root cause is attributed to the user. This instrument was transferred to engineering for further evaluation of the washers and the cut electrode. The initial fa findings were partially confirmed on (B)(6) 2023. The findings of cut electrode thermal damage, jaw cover being torn and split apart, and lock button of the housing being broken were confirmed. The jaw cover was removed to investigate the pivot pin washers dislodged finding but it was noticed that both washers were present. The logs were reviewed and 5 coag events, 39 seal events and 16 transect events were recorded with no errors identified.